Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 5127180, model/catalog description: avista MRI perc lead kit 56 cm. Model number/catalog number: sc-1200, serial number: (B)(4), batch/lot number: 362510, model/catalog description: precision montage MRI ipg sterile kit. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had lead migration. It was noted that the patient experienced inadequate pain relief and unwanted stimulation in the rib and abdomen. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.